Event description:
It was reported that the patient had been hospitalized due to the pod not communicating properly. The patient's blood glucose levels reached >250 mg/dl while wearing the pod between 4 and 24 hours. It is unknown how the patient was treated and when they were released from the hospital. Additional information was solicited but unavailable.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.